Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. A manufacturing certified operator inspected the lens for optical properties following established procedure. Optical inspection results showed that the lens diopter corresponds to 16.0 diopter, which was verified to be within specification.

Event description:
We received a report concerning a patient who had an intraocular lens (iol) explanted after being undercorrected for myopia. Another iol was placed during the same procedure. During the explant the incision was enlarged and suture used to close the incision. No patient injury was reported.

Manufacturer narrative:
(B)(4). Prior to release to market the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.